Event description:
The customer contact reported a crack; subsequently blood loss was noted. The tubing was being used to deliver an unspecified solution. After an unspecified length of time in use, blood was noted to be leaking from a crack in the locking t-spin collar on the distal end of the tubing set. Information was requested from the customer contact regarding the event date, the solution that was infusing, the type of access that the t-connector was connected to, actions taken as a result of the event, the volume of blood loss, if medical interventions were required, if there was a delay in therapy critical to this patient and the patient's diagnosis. No response has been received.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number 11402. The domestic list number has a common device name of 80fpa and has a 510k of k052722. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).